Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt) was isolated the cable connecting ECG 3, 4, and te #1 was cut. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.